Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer which would result in leakage. CAPA 2021-039 was initiated to address the leakage issue and is currently in the effectiveness phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The extension set inside of the kit developed a crack and fluid was leaking and blood backing up into the catheter. This put the patient at risk for infection. This even happened on (B)(6) 2024 but we were just notified on 8/27/204. Additional not all information was provided to complete the report.